Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the connecting tube, which was broken due to physical stress, damaged the image sensor cable and resulted in the image noise. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "-do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -important information ¿ please read before use- precautions for disappeared or frozen endoscopic image- before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera ii bronchovideoscope had interference and a kink on the hose. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and there was interference visible in the image. Also, evaluation found the electrical connector was leaky, the bending section cover adhesive was separated, the connecting tube was damaged, and the universal cord was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.